Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the device was returned cracked. Device history record was reviewed and no discrepancies were found. The product had a possible field life of over 17 years and shows heavy signs of wear, therefore root cause was determined to be wear and tear over a successful field life. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product and the device history record and rir review. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was noticed to be fractured during cleaning. No adverse events have been reported as a result of the malfunction.